Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e2008 captures the reportable event of dart has remained in the patient's ligament. Device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used with a capio polypropylene suture during a procedure on (B)(6) 2022. While passing through the right sacrospinous ligament to suspend the organs, the suture broke. The dart remained in the ligament and was unable to be retrieved because it was too deep. Another capio device was used to complete the procedure. There were no patient complications as a result of this event.